Event description:
It was reported that a malfunction occurred displaying code malf 12, which needed a pump reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with pump reset information, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, and the customer acknowledged and understood the instructions.